Event description:
It was reported that, following a gynecologic procedure, the sutures used in the fascia closure were not absorbing. The sutures were removed surgically about 1 year and two months after the procedure.

Event description:
It was reported that, following a gynecologic procedure, the sutures used in the fascia closure were not absorbing. The sutures were removed surgically about 1 year and two months after the procedure.